Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotational speed was unstable. A 1.50mm rotalink¿ plus was selected for use. During preparation, it was noted that the pressure was not stable upon tested outside the patient's body. The system was not able to maintain the set rotational speed. The procedure was completed with another of the same device. No patient complications were reported.